Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: slow leak.

Event description:
Patient reported left side small slow leak confirmed via mammogram and difference in shape and size which is not a complaint against the device. This record is for left side. The device remains implanted.